Manufacturer narrative:
(B)(4). Upon follow up it was reported that sixteen days after the onset of the peritonitis event, antibiotherapy was discontinued. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient began treatment with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy was scheduled to continue for six days after hospitalization ended. After ten days of hospitalization, the patient was discharged. It was not reported if physioneal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.